Manufacturer narrative:
Correction to h3, the subject device was not returned and evaluated. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No product has been returned for evaluation at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that during an upper gastro endoscopy, the sdi cable came off from the monitor. The images could no longer be displayed and the procedure was cancelled. The customer reported the patient was re-examined at a later date. There were no reports of patient adverse effects or injury.